Event description:
It was reported that the device was found to be in backup vvi mode while in the box. The device was not used.

Manufacturer narrative:
UDI (di): (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was found to be the cause of the reported backup vvi.